Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening curved on the anterior, crease flat and the weight the device within specification. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool. The event of irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: irritation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "right side ¿irritation¿. The device has been explanted.